Manufacturer narrative:
Software version 4.10d. Retainer ring clear. Customer returned device for an alleged possible under delivery, no delivery alarm or insulin flow blocked alarm and was hospitalized for high blood glucose and diabetes ketoacidosis found on (B)(6) 2022. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. There was ¿no¿ no delivery alarm or insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2022 11:02:00.000 during basal or bolus delivery. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/01/2009, 05/20/2020 to 01/25/2022. Unable to verify unexpected alarms or suspends and bolus delivery for the event date of (B)(6) 2022. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a missing display window or cover, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer and a cracked reservoir tube lip were confirmed. Device passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetes ketoacidosis. Customer alleged for possible under delivery was not confirmed. No delivery alarm or insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was unknown. Customer's current blood glucose level is 190 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea. Customer reported positive ketone test. Customer stated that the auto mode was not on. Customer also reported insulin flow blocked and changed two infusion set but the issue not resolved. The customer assisted with troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.